Event description:
It was reported that the device would not power on even with a known good battery installed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control examined the customer¿s device and verified the reported failure. Physio determined that the cause of the reported failure was an inductor, designator l1, on the analog pcb assembly. It was observed that there were two high resistive paths, the first of which was between legs 1 and 4 and the second was between legs 2 and 3, which prevented the device from powering on. The customer was provided with a replacement device.